Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/03/2019. It was reported that the suture was used for closure of the sheath in correspondence of the 12mm suprapubic port. Additional information was requested and the following was obtained: product code: not provided. Lot number: not provided. How many days post-op did the patient retrieve white suture from the wound? Not provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code. Lot number. How many days post-op did the patient retrieve white suture from the wound?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that it is possible that an absorbable suture was not absorbed. Suture was used on a port-site closure and a piece of suture was the retrieved by the patient from the wound. Additional information has been requested.